Manufacturer narrative:
One unopened knife sample in a blister was received for the report of dull blades. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a pak label from which the reported product and lot information is confirmed. The returned, unopened sample was found to be conforming therefore, a dull knife as described in the complaint was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown and specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were felt to be dull. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the dull knives were noted at the time of use during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure.